Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent revision of vaginal mesh on (B)(6) 2009 due to vaginal pain, frequency, urgency and mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, rectocele, dyspareunia, atypical graft contraction and defecation dysfunction.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary frequency and urinary tract infection. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.